Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of pockets in full height drawer 6. A field service engineer reseated a row board cable on the drawer controller board to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had failed pockets. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.